Manufacturer narrative:
The insulin pump was received with unresponsive buttons due to keypad connector on lcd board unlocked. No moisture damage was noted on the keypad traces, electronic assembly, or motor. The device had cracked case at display window corner, minor scratched lcd window, cracked battery tube threads, and cracked reservoir tube lip.

Event description:
Customer reported that the act button on the insulin pump was not working when attempting to bolus. Customer's blood glucose reading at the time of the call was 122 mg/dl. No further information reported.

Manufacturer narrative:
(B)(4).currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.